Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified. Based on results of the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the device deviated from "normal measuring" and did not alarm. Customer reported that by checking the trend data on the units, measuring data suddenly turned to "o" from normal measuring without any message/alarm, then the device powered off and on and "replace cable" message displayed. There was no consequences or impact to the patient.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.